Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
It was reported, while rt was setting up v60 for patient use, the device had an alarm for, "low leak co2 rebreathing risk" . Remote service engineer confirmed issue with the device and recommended replacing flow sensor. Part number provided. No reports of user harm or injury. Investigation is ongoing.